Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the transmitter had a pairing issue. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. A pairing test was performed on the transmitter, with the nordic bluetooth pairing device and it passed. A functional test was performed on the transmitter and it passed. Share data logs were reviewed, finding no observation of a pairing failure. However, a permanent signal loss was observed in the share data log. Based on the findings of a permanent loss of connection, this is now reportable. The complaint of pairing issue could not be confirmed. The root cause could not be determined, post investigation.